Manufacturer narrative:
Evaluation results: failure to follow instructions-excessive force was used in an attempt to advance the device. Inherent risk of procedure-stent embolism. Patient's condition affected effectiveness of device-stent dislodgement most likely occurred due to the severe calcification and tortuous nature of the vessel. User/device interface -excessive force was used in an attempt to advance the device. Evaluation conclusion: inherent risk of procedure-stent embolism. Device failure/lack of effectiveness related to patient condition-stent dislodgement most likely occurred due to the severe calcification and tortuous nature of the vessel. User error contributed to event-excessive force was used in an attempt to advance the device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the stent was returned attached to a snare device. The delivery system was not returned for evaluation. There were six segments at one end of the stent still intact. The remaining segments were severely stretched and deformed.

Event description:
The physician was using a resolute integrity drug eluting stent to treat a lesion in a vessel that was heavily calcified. The stent got caught on the calcification whilst being advanced resulting in dislodgement in the distal left main/proximal circumflex. The stent was snared and removed. Patient is stable with no injury. The physician acknowledged that the deformation and dislodgement was due to the calcification and shape of the vessel (sharp take off of circumflex from left main), as well as excessive force used. He did not feel that there was an issue with the stent .he stated, "it would have happened no matter what stent was used." Calcified lesion was not stented, but other area of the vessel was stented.